Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unavailable at the time of the call. The customer stated that their meter was not reading correctly. The meter was reading higher than the customer was. The insulin pump will not be returned for analysis. Frn-unk-rsvr.